Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse founda hole in the tubing at pinch valve pv49. The fse replaced the tubing, which repaired the leak. The leak had damaged the light scatter preamp which was causing the burning smell. The fse replaced the preamp to resolve the issue. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a burning smell from the coulter hmx analyzer with autoloader. While troubleshooting the field service engineer (fse) found a leak inside the instrument. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.